Manufacturer narrative:
Additional information: implant date, device return date.

Manufacturer narrative:
Return octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not obtained.

Event description:
It was reported that the patient lost therapy and the ipg turned off. Diagnostics showed high impedance and x-ray confirmed a kink on the lead. Reprogramming was unable to resolve the issue. In turn, surgical intervention took place on (B)(6) 2020 wherein the lead was explanted and replaced with a new lead resolving the issue. Reportedly, therapy was confirmed post operatively. Note: the reported lead was implanted in (B)(6) 2015. Exact implant date is unknown.